Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400 detachment handle and a penumbra coil 400. During the procedure, the physician was unable to detach a coil although the detachment handle had broken the pet lock as intended. The coil was successfully removed and the procedure continued using additional coils.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00916. Device was disposed of by the hospital.